Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that the patient had developed an infection. The system was explanted. No additional information is available at this time.